Event description:
Meter set to mg/dl and interpreted as mmol/l, the unit of measure in sweden. The patient's spouse tested the patient's blood sugar at 12:30a.m. On the day of the event, 'patient was in coma'. Before spouse did the test, spouse gave the patient 2 small-spoons of grapesugar. Spouse read the results as 37.5 mmol, and then spouse called the ambulance. When they tested the patient on their glucometer dex as 1:00a.m, it read 2.2 mmol. Patient was given 2 shots of glucose after which patient responded and stayed at home because patient felt better." No other information is available.